Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06826. It was reported that chest pain, stent thrombosis and death occurred. The target lesion was located in the left circumflex artery (lcx) and left anterior descending artery (lad). A non bsc guide catheter was placed and a guide wire was advanced in the lad and diagonal artery. A promus premier stent was then deployed in the lad and another promus premier stent was implanted in the lcx with good angiographic result and stent apposition. Intravascular ultrasound (ivus) was performed using an opticross imaging catheter and also revealed good stent apposition without thrombus and dissection. The imaging catheter was removed. The patient then complained of chest pain, so another angiography was done and noted that both the lad and lcx were blocked. Thrombectomy was then performed using an angiojet thrombectomy system but was unsuccessful. There was no malfunction noted on the angiojet. The patient then expired soon after the procedure due to acute coronary syndrome.